Event description:
Per clinical trial (B)(6): on (B)(6) 2020, patient underwent bilateral revision reconstruction using an imf incision. 1 piece of galaflex was used along with flexhd mesh to make a hybrid implant wrap. There were no concomitant procedures done. Drains were placed. On (B)(6) 2020, erythema/redness of bilateral breasts was reported. Patient was treated with medication (clindamycin, ciproflaxin). On (B)(6) 2020, patient then had another procedure using p4hb. Revision surgery with new, same sized breast implants and 2 pieces of galashape (galaflex 3d). Imf incision used. Washout and debridement and change of breast implant plane. Resolved without sequelae on (B)(6) 2020. Review by medical affairs identifies the reported erythema/redness are likely related to the device and serious.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op complications of erythema/redness and treated with medication and also underwent revision surgery. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting.